Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received multiple alarms on the insulin pump, after it was stored or not in use for a long time. Troubleshooting was performed for two alarms and it was explained to the customer that both of these alarms were indicative of normal insulin pump behavior, after it is without a battery for an extended period of time. The customer's blood glucose was 92 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the self test and error test. No alarms noted. Unable to download to the carelink software, due to alarm in the alarm history screen. An alarm occurred, due to corrupted history file. Insulin pump had minor scratches on display window.